Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-splitters. Upn: m365sc2218500. Model: sc-3400-30. Serial: (B)(6). Batch: 17421728. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.